Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The consumer via the manufacturer's representative reported that when the impedances were checked when the implantable neurostimulator (ins) was replaced, 4 contacts were over 10000 ohms. At that time, the healthcare provider (hcp) stated they would see what they could do with the other 4 contacts. The patient's normal pain was in the right leg, but the patient had developed left leg pain as well and was hoping that they could program for the left pain. Post-replacement, the contacts were turned on that were of normal impedances. They had the amplitude to 10.5 volts, but the patient did not feel stimulation. Every contact on the lead was turned on and the patient felt some stimulation in her right leg, but none in her left. They were going to talk to the hcp about whether they wanted the lead revised. The hcp was aware that they had every contact on and the patient was not getting optimal coverage. The coverage was the normal stimulation coverage in the right leg, but not the left leg. No diagnostics or troubleshooting was completed to the knowledge of the rep. At the time of the report, the issue was not resolved. The patient was to think about whether the current coverage was sufficient or if she wanted a lead revision. A follow-up was scheduled with the hcp in 3 weeks.